Event description:
It was reported that a bd plastipak¿ luer-lok¿ 30 ml syringe had 2 spots in the syringe.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality engineer for review. Through visual inspection, two brown spots were observed within the syringe. The spots were determined to be composed of burnt polypropylene from the molding process. A device history review was performed for reported lots 1802267 and 1803271, no deviations or non-conformances related to the reported issue were identified during the manufacturing process.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1802267; medical device expiration date: 2023-01-31; device manufacture date: 2018-02-20; medical device lot #: 1803271; medical device expiration date: 2023-02-28; device manufacture date: 2018-03-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ 30 ml syringe had 2 spots in the syringe.